Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours the patient was admitted to the hospital and diagnosed with a staph infection. The pod infusion site located on the leg was lanced and drained. Intravenous antibiotics were also provided as treatment. The patient was discharged after 5 days.